Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Tu chao / biomed need assistance on 8100 sn (B)(4) having an error 242.4030 failure device type: failure problem type: failure mode: case resolution: I recommended to tu chao / biomed to verify when open the door if there is some movement and he confirmed that no movement at all. More likely this a electrical issue, motor controller board might be faulty and need to be replaced. I also given biomed the option to consider sending it in for a flat rate repair. Biomed will consider sending it in for repair. Ref: (B)(4).